Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (unable to baseline) has been confirmed. Upon investigation the electrode belt was unable to complete a baseline. The cause for the failure was isolated to ECG d dome pin broken from dome. The root cause for the broken pin was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's baseline was unable to be completed.